Event description:
In 2007 drainage tube was placed at surgical site during hip procedure. Two days later, drainage tube was pulled out by physician. It was noted that a fragment of the drain was retained. X-ray of the right femur confirmed approximate 5 cm tubular structure projecting inferiorly and laterally from greater trochanter. Patient underwent surgery to retrieve drainage tube fragment.